Manufacturer narrative:
Product ID: 39565-30, lot# 0206298383, implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient felt better but still had pain in the anterior thigh. It was stated that the patient would "follow up in reeducation" and that the patient was satisfied with neuromodulation and was receiving effective therapy.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead had been explanted due to spinal hematoma with compression of marrow. Patient status at the time of this report was stated as alive - with injury. She had recovered functional walking with technical assistance, and used wheelchair to go outside. Hospitalization, medical, and surgical interventions were required as a result of the event. Patient symptoms/complications were loss of reflexes in lower extremities, pain, and paralysis. There was also paresthesia in the lower part of the body up to the navel, with a loss of sensitivity. It was also stated that "it was associated with a loss of motor function of her 2 lower limbs." Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Event description:
Additional information received reported that after the evacuation surgery of the hematoma the patient felt better, but still had pain in the anterior thigh. The patient had follow up re-education. It was stated that the patient was "satisfied with neuromodulation" and was receiving effective therapy.

Event description:
It was later reported no further troubleshooting was done and the patient had recovered functional walking with technical assistance. It was stated the patient¿s lead was removed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was previously reported that the patient was "satisfied with neuromodulation and was receiving effective therapy". This information pertains to manufacturer report # 3007566237-2013-01526. The patient outcome for this event is currently unknown, but follow up is being conducted.